Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Reportedly, the customer's bg was due to the customer recently having gastric bypass which did not allow the customer to consume as many carbohydrates as the bolus had been delivered for. Juice was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.